Event description:
It was reported the pt was in a motor vehicle accident approximately three years ago and has not used the scs system since the incident. Additionally, the patient has not charged the ipg for approximately four years. Physician consult is pending.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.